Event description:
It was reported that this pacemaker system exhibited noise. Boston scientific technical services (ts) discussed possible lead to lead abrasion. The patient reported to have been lifting weights. The noise was oversensed. The noise has been historically reproducible with isometric movement. This pacemaker system remains in service and will continue to be monitored. No adverse patient effects were reported.